Event description:
It was reported that pump experienced malfunction alarm with no notable events prior to the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer delivered correction bolus using pump, did not require third-party assistance, and, with support from technical support, reset pump using provided instructions; malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code returned.